Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button response due to a flattened button dome switch. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, and cracked battery tube threads. No button error alarm was noted.

Event description:
It was reported that the customer had high blood glucose levels of 247 mg/dl. The customer reported a button error alarm from the insulin pump. The customer further reported that the button error occurred during bolus. Troubleshooting was done. The customer also reported a battery out limit alarm from the insulin pump. The customer was unable to clear the alarm because the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.